Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was normal, did not require medical treatment. The customer complained that the drive support cap was loose and stuck out from the side of the pump. No further details were given.